Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump using provided information, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which the customer understood and acknowledged.